Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent l4-5 "posteriolateral fusion" and posterior interbody fusion using rhbmp-2/acs. Allegedly, bmp caused abnormal ectopic bone growth, which in turn caused the patient's ongoing, chronic pain and other complications. The patient reportedly developed severe physical pain, and mental pain and suffering.

Event description:
It was reported that on (B)(6) 2003 the patient underwent bilateral complete decompressive laminectomy, facetectomy and foraminotomy of l4, l5 and s1. Transforaminal posterior interbody fusion l4-5. Insertion of cage anterior instrumentation of l4-5 and excess pedicle instrumentation l4-l5-s1 bilateral. Transverse process fusion l4 to l5, l5 to s1 bilateral. Preoperative diagnosis: grade 3, grade 4 spondylolisthesis l5-s1; spinal stenosis l4-5, l5-s1; degenerative disc disease and joint disease l4-5, l5-s1. Per-op notes: ¿once this was accomplished, then local bone graft was impacted in the anterior aspect of the disc space at l4-5. The middle third of the disc space was impacted with cages filled with bone morphogenic protein. Once this was accomplished and hemostasis achieved by thrombin, gelfoam and bipolar cautery, hemoseal was placed over the exposed nerve roots to protect it. Once this was accomplished, then decortication of posterior aspect of the transverse process at l4, l5 and s1 bilaterally was accomplished and bone morphogenic protein was placed on that raw lateral guttural bed and then autologous and otogenous cancellous bone was impacted in the lateral gutters.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.